Event description:
It was reported that during routine follow-up it was observed that the right ventricular (rv) lead implanted last month had a rise in pacing impedance to 850 ohms and high pacing thresholds at 5v. It was thought that the observations were due to lead dislodgement, as an x-ray was performed and revealed an apex position of the rv lead. The patient was hospitalized awaiting a lead revision or replacement. No additional adverse patient effects were reported. Additional information was unable to be obtained regarding the outcome for this patient or lead status. The plan when the patient was in the hospital was to explant and replace the lead. No further details were known.